Event description:
It was reported that the patient underwent back surgery using rhbmp-2/acs. Reportedly, the patient has "serious pain and limited physical mobility."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: discogenic pain l3-l4, l4-5 and l5-s1. He underwent following procedures: a 360 degree fusion of l4 through s1 and anterior exposure. As per operative notes, ¿the surgeon rasped the endplates until a point that I was convinced that there was bleeding endplates. A cage with bone morphogenic protein was placed. For anterior instrumentation surgeon placed a 6.5 mm buttress screw with a washer.¿ no intra-operative complications were reported.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.